Event description:
It was reported that a pt developed a stage iii pressure ulcer while on the bariair therapy system bed.

Manufacturer narrative:
The device was returned and evaluated by the kci service center, and found to be operating according to specifications. Multiple attempts have been made by kci to contact the nurse that reported the complaint. At the time of this report, no response has been received from the initial reporter.